Manufacturer narrative:
H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. No abnormalities or non-conformities were observed as follows. Staple pushers were fully advanced on all staple pockets. Staple strikes visible in anvil staple buckets. Sled was fully advanced and centered within the staple cartridge. The interlock component was in the interlock position. No damage was observed on the knife blade. Visual analysis was performed along the cartridge knife slot with no damage or abnormalities noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Based on the evidence available, the user's reported issue of the staple line did not hold was not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopic surgery lobectomy, the surgeon fired the reload across a vessel. The surgical resident was watching the screen and the staple line looked fine, however, in seconds it exploded, and the patient ultimately exsanguinated. This resulted to extended surgical time of more than 30 minutes and extended incision of more than one inch as the surgeon tried to convert to open but by that time it was too late to save the patient and the patient died. There was a post-mortem done on the patient and the medical examiner allegedly discovered only two rows of staplers were present instead of three, and there was one staple on the diagonal that was jammed in the staple line that allegedly put a hole in the posterior side of the pulmonary artery. According to the customer the medical examiner feels this death can be attributed to the stapler. There is a drawing done by the surgeon in gch that depicts surgeon has representation of the appearance of the staple line.